Event description:
The patient reported little therapeutic effect, 25% symptom relief. The spinal cord stimulation (scs) has only worked ¿slightly¿ maybe 25%, ¿it takes the edge off.¿ often the patient does not have it on at night and ¿it doesn¿t seem to make a difference.¿ it has been 25% since implant. The patient has not changed any settings on the scs in a long time. Initially, the patient tried different programs and then settled on a program and setting. The patient has not made any more changes. The patient expressed concern that the scs and a different neurostimulator were conflicting with each other. The scs was located on the left side and the other neurostimulator was on the right side, they are six inches apart. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The patient reported less than a month later that they still have concerns regarding their device or therapy but was working with their doctor or company representative. It was noted they are working with their company representative by phone.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).